Event description:
Boston scientific received information that post aortic valve replacement an internal technical service (ts) consultant was contacted regarding lead issues. A memory download was provided and reviewed. This device and right ventricular lead displayed stored episodes of noise due to emi that occurred likely during an aortic valve replacement procedure. The noise was present on the atrial, right ventricular pace/sense and shock channels. The noise did inhibit pacing for greater than two seconds, however the patient had an underlying intrinsic rhythm visible on the rate/sense and shock electrogram. The underlying rhythm in one episode was seventy five beats per minute and in the other episode approximately forty to sixty beats per minute. Earlier episodes approximately eight months earlier revealed appropriate episodes of ventricular tachycardia which were treated appropriately and effectively with anti-tachycardia pacing (atp). No changes were made to this lead. This system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. An amended report will be provided should additional information become available.

Event description:
Additional information provided from the field indicated that this device was electively replaced without any further allegations made against it. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.